Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found faulty downstream occlusion sensor. This indicated a reportable malfunction based on the faulty downstream occlusion sensor. The cause of the reported issue was unknown. The downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of a battery compartment not conformed. Upon physical inspection, a faulty downstream occlusion sensor (dso)was found. There was no reported patient involvement.